Event description:
It was reported that the patient states the pump is alarming and the screen reads no disposable clamp tubing. Medication is 5-fu. The patient denies air in the tubing. The reservoir volume is 98.3 ml. The patient was instructed to turn the pump off then back on and start the pump. The screen reads run reservoir volume 98.3 ml. The rate was confirmed. Scheduled removal is tomorrow. Advised the patient to call the hotline should additional assistance be required. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent reports to FDA are unknown, no information provided to date.